Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020. The device was evaluated by the field service engineer and it was discovered that the issue was coming from the central oxygen supply. There were no malfunctions found on this ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
The customer reported that the ventilator alarmed. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.